Event description:
Technical services received a call on (B)(6) 2012. Caller reported that this lead had spiked in impedance, so capped and placed a new lead. Physician was dr. (B)(6) at (B)(6) health system. Lead was implanted on (B)(6) 2010. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).